Event description:
The pt's mother reported the pt felt nauseous on (B) (6) 2010 when she woke up and her blood glucose measured 384 mg/dl. She injected insulin via pen and changed the infusion device battery and the infusion set. The mother stated when the pt shook the infusion device softly, the infusion device shut down and restarted. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.